Event description:
It was reported that during a lap sigma procedure, the blade broke and was removed. Another device was used to complete case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.